Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the third device reported, for the first device reported that was used during the same procedure see MDR 3013394970-2019-00318, and MDR 3013394970-2019-00319 for the second device reported.

Event description:
The user facility reported the involved angio-seal device was used at the end of the thrombectomy procedure. There was an unknown issue with the angio-seal closure system and the problem appeared three times; therefore there was a device change three times.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.